Event description:
V. Undersensing possible: rv(right ventricular) sensitivity 0.6 mv. Alert: rvtip to rvcoil lead impedance warning on (B)(6) 2023. Impedance tested at 190 ohms in ttc. Device is programmed ttc for sense and ttr for pace. Rv sensitivity is programmed to 1.2mv. Thresholds have not been recorded due to high thresholds. No r waves recorded, caller reports patient is dependent. (B)(6) 2022 patient was seen in office, noise seen in clinic with isometrics in bipolar configuration; device programmed to ttc with rv sensitivity 1.2mv; dfts(defibrillation thresholds) were not completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).